Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of the spring wire guide (swg) following catheter insertion, the coiled outer filament of the swg separated from the core wire, resulting in exposure of the straight inner wire. It was subsequently observed that a fragment of the swg remained within the vessel. The retained fragment was later retrieved in interventional radiology. At the time of the event, the patient was undergoing an emergent procedure requiring general surgery. The patient remains hospitalized in the intensive care unit in critical condition; however, this condition is reported to be unrelated to the device issue. No additional device-related complications or adverse events were reported.